Event description:
It was reported that during implant of this atrial lead, it was difficult to deploy/retract the helix. The procedure was successfully completed with a new lead. No patient complications were reported. The lead was returned and analysis determined that the lead had a fractured inner coil.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection. Noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the terminal pin. It was not possible to test the helix mechanism due to the inner coil fracture. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.